Event description:
Customer reported to beckman coulter, inc. (Bec) that the neck of the direct bilirubin reagent bottle was broken and caused leakage there was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Direct bilirubin contains materials of human or animal origin and should be considered as potentially capable of transmitting infectious diseases. (B)(4).